Manufacturer narrative:
One 72200730 dyonics 4.0mm acromioblaster elite burr device returned. The complaint stated: ¿the blade made a noise when the device was rotating.¿ visual inspection confirmed no obvious damage to the product. The blade was functionally tested with a dyonics power control unit with a powermax elite handset. There was no observation out of the norm. It ran in forward, reverse and oscillating. It switched between modes with no issue. There was no error messages indicated on the power control panel. Smith and nephew dyonics disposable endoscopic blades may only be used with smith and nephew hand pieces. Returns for noise and screeching has been found to be consistent with the device being ¿tested¿ without or with insufficient irrigation.¿irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry). And it also states: periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry). Nor is the device intended to be engaged without suction. Root cause related to the manufacture of the device was not confirmed.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during surgery, the blade made a noise when the device was rotating. The procedure was completed without using the device. Delay or patient injuries were not reported.